Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported they are unable to charge their implanted neurostimulator. Caller described that the controller will be fully charged and the screen will indicate recharging excellent; however, the controller battery will decrease and the implant battery will remain red. Caller stated they have reset the controller several times and had the recharger on for hours, even overnight, but this has not resolved. Patient stated they saw representative (rep) 2 or 3 months ago when they first started having issues with the unit and the rep fiddled with it and it worked fine up until recently, the past several days, also described as at least the last 10 days. Caller noted their back is really hurting a lot. Caller reported no visible damage to the recharger, controller port, battery compartment, or battery pack. Caller connected the recharger and reported batteries screen with controller at 60% and implant red, recharging excellent with a green flashing light. Caller continued charging for several minutes and controller battery decreased to 50% while implant remained red. Caller noted the controller charges to 100% without issue when plugged into the ac power supply. Due to the nature of issues caller has been experiencing, agent sent requests to repair for replacement controller and recharger. Agent redirected to rep and healthcare provider (hcp) if issue persists. Caller commented this thing has been a godsend until it quit. Caller mentioned they have arthritic fingers. Additional info received from patient that they received a replacement controller however when they tried to recharge their implant, a "recharging not available cannot continue. Install medtronic battery pack and try again." Message displayed. Patient mentioned that they installed new aa batteries in the controller. Agent reviewed information about using aa batteries and instructed patient to install the battery pack from their old controller to the replacement controller. Patient was unsure if they still have the old controller and stated that they would have to confirm it with their spouse. Patient will call back for further instruction. Patient called back stating that their implant "has died". They noted that the device was approximately 7 years old and would no longer hold a charge. As a result, patient reported being unable to use the stimulator and stated that they need it because they still have either a "pinched nerve" or a damage nerve. Patient reported that the implant gradually required longer charging sessions and eventually would not fully charge overnight. Patient stated they needed to charge the patient every night, and even then, it would not last until morning. Patient commented that it was a "pain" to charge the patient so frequently. Patient mentioned that they reached out to the medtronic rep, but the rep has not responded yet. The patient was redirected to their healthcare provider to further address the issue.